Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6) and the reported event could not be conclusively determined through this investigation. It was reported that the patient had expired. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use list all adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.